Manufacturer narrative:
The unit was received with a stripped battery cap coin slot. The unit was unable to perform the displacement test due to no button response. The following physical damage was noted: cracked reservoir tube lip, minor scratched display window, cracked casing at a display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the battery cap was impossible to remove. The battery cap slot was damaged. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.